Event description:
Rn spiked a bag of fluid on a ranger high flow tubing set and noted leaking at the first (y) junction at the manufacturer's weld point. Rn recalled the same problem when transporting a patient with blood hanging. In the instance of the patient receiving blood, the tubing was secured with tape per the author of the report. The system was not under pressure at the time.